Manufacturer narrative:
The investigation has been completed and there was no failure identified regarding the reported issue; however, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 1 while sleeping. Customer attempted to load a new cartridge with 300 units of insulin and received an inaccurate fill estimate of 60 units. Customer's blood glucose level was 177 mg/dl. Customer indicated they have a back up pump for continued insulin therapy.